Event description:
Event description guidant received information that this defibrillation lead exhibited out of range (high) pacing impedances. The pace/sense portion of the lead was capped and replaced with a guidant transvenous pacing lead.